Manufacturer narrative:
Date of procedure: 11/7/1997. The fasstealth catheter was returned wrapped around itself in a plastic bag. During the analysis it was confirmed that the balloon had burst longitudinally on a segment 18 mm long. No info was provided about inflation pressure used during the procedure, however the condition of the returned product indicates that the maximum recommended inflation pressure was exceeded. Per labeling instructions: "inflate balloon slowly using a continued infusion of contrast. Use manometer device to measure the desired amount of inflation pressure. "Warning. Do not exceed 100 psi (6.8 atm) during balloon inflation." During the in-process inspection this lot was tested for burst pressure. The acceptance criterion was that balloon should stand a minimum pressure of 100 psi. The sample mean was 255 psi and the lot was accepted. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed that, while performing a pta, the physician tried to inflate the balloon of the fasstealth catheter with an indeflator but the balloon did not swell at all. He pulled out the catheter and found that the balloon had a slit on it. The pt was not affected by this occurrance.